Event description:
Litigation papers allege the patient suffered pain, disability, and exposure to chromium and cobalt as a result of the asr implant.

Event description:
Update: (B)(6) 2012; patient fact sheet was received, which identified part/lot and birthdate information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update** (B)(4) 2013 - the sales rep has reported the revision surgery. Reason for revision is unknown at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/21/2014- medical records were obtained. Medical records indicate that upon revision, turbid yellow fluid, inflammatory reaction, chronic reactive fluid in the tissue, blackened material on the trunnion, and a cystic replacement of bone were noted. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. The complaint was updated on: 05/09/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.